Event description:
Customer stated the speed control knob adjusts on its own. The user's shins are bruised and cut from hitting them on objects when the chair takes off. The user is now seeking medical attention.